Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The irritation was due to an allergic reaction . The patient was given a prescription pill and a cream from her physician. The patient also ended use of the lifevest. Follow-up indicated that the irritation was healing.